Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced and initially inflated at 6 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed and no patient complications nor injuries were reported.